Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump declared a message stating to load a new cartridge. Upon troubleshooting with tandem technical support, it was discovered that the cartridge dislodged from the pump. No additional information was provided. Customer's blood glucose was 300 mg/dl.